Event description:
It was reported that the patient had an inappropriate shock episode due to the oversensing of noise. The shocks occurred approximately three days post implant. The patent was walking at the time of the event. A review of the electrograms for the shock episodes found significant rail-to-rail noise. An x-ray confirmed a good electrode connection to the device. Clinic testing was able to reproduce the noise while manipulating the pulse generator pocket. The sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.